Event description:
The electrosurgical unit was alarming. The staff tried a different plug-in for the machine, but the alarm remained on. A new machine was obtained and it continued to alarm as the previous machine had. The grounding pad on the patient was replaced but the alarm continued to sound. The staff then replaced the electrosurgical handpiece and the alarming ceased. The patient did not suffer any harm as a result of the incident.